Manufacturer narrative:
Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #: 1106083 d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic 486 a patient isolate (escherichia coli) had a high mic (intermediate) result for the drug imipenem. The final result was verified using disk diffusion. No health impact or consequence reported.